Event description:
A report was received reporting a needlestick incident took place at the user facility. The full report stated the safety device did not lock and resulted in a needlestick. The reporter has stated no further info is available and that the product has been discarded and is not available for investigation.

Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. The device was reportedly discarded.